Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01870.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. It was reported that the patient had a large clot burden. During the procedure, the physician advanced a penumbra system jet7 reperfusion catheter (jet7) and penumbra system 3max reperfusion catheter (3maxc) over a guidewire through a neuron max 6f 088 long sheath (neuron max) to the target vessel and completed three passes. While attempting to make a fourth pass with the jet7, the physician could not advance the 3maxc and guidewire through the jet7; therefore, the physician decided to remove the jet7. While retracting the jet7, the physician experienced resistance and upon removal, the physician noticed the jet7 was stretched at the distal end. Therefore, it was not used for the remainder of the procedure. The physician then advanced a second jet7 and the same 3maxc without a guidewire and completed one pass. While retracting the second jet7 through the neuron max after completion of the pass, the physician experienced resistance. Upon removal, the physician noticed the second jet7 was stretched at the distal end, and, therefore, it was not used for the reminder of the procedure. The procedure was completed using another jet7 and the same 3maxc and neuron max. There was no report of an adverse effect to the patient.